Event description:
Device issue: none. Adverse event: myocardial infarction, restenosis, thrombosis, medical intervention. Time of adverse event: approximately 3 days post stenting procedure. It was reported that on (B) (6) 2010, a 3.5 x 18 rx xience v stent was implanted in the proximal right coronary artery (rca) successfully, via radial approach. On (B) (6) 2010, superficial femoral artery (sfa) angioplasty was performed via femoral puncture. An abbott vessel closure device was not used. On (B) (6) 2010, the patient experienced hemorrhagic shock due to bleeding of the right femoral artery puncture site and was immediately transferred to another hospital where the puncture site was surgically treated. An anomaly was observed on the ECG. During examination, myocardial infarction was confirmed by ultrasound. Ck value was elevated. CABG was performed and an intra-aortic balloon pump (iabp) was inserted. It was found that the xience v stent in the proximal rca was 100% occluded with thrombus. Pci and thrombosis aspiration was performed. On (B) (6) 2010, iabp was removed from the patient. The patient was reportedly stable. Reportedly, the thrombosis may have occurred either by coagulation of blood resulting from the hemorrhagic shock or dehydration caused by the bleeding. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The reported patient effects of thrombosis and myocardial infarction are listed in the product instructions for use and are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.